Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate readings due to dampened waveforms were observed through the hf sensor. Troubleshooting was tried to no avail. Sensor may be recalibrated at a later date to address the issue.